Event description:
The national complaint coordinator from baxter france reported an alleged overinfusion observed during a 5-fluorouracil treatment of a patient. During consultation, the patient reported to his physician that the infusion lasted 18 hours instead of 48 hours as expected. The patient's access site was in implantable drug delivery system that was indicated to have worked perfectly. There were no clinical consequences reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 23 2007. A sample evaluation could not be performed, as it was reported that the device involved in the incident was discarded by the facility and no companion sample was available. A review of all records related to the manufacture of the product lot 06j037 has been requested, and will be provided in a follow-up report.